Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a urinary blockage and issues emptying bladder. The change in therapy/symptoms was noted to be sudden. A foley catheter had been placed because self-catheterizing was not working. The patient was to follow-up with the physician after the holidays to identify the cause of blockage and symptoms. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.